Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (severe valvular calcification, left coronary artery height) may have contributed to the reported coronary constriction and subsequent coronary stent placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transapical tavr procedure, a guidewire was placed, via the right radial artery, in the left anterior descending artery (lad) and left circumflex artery (lcx) as protection. The tavr procedure was performed in a standard manner. A 26mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, aortography showed a possible constriction in the left main trunk (lmt). Good left ventricular wall motion was confirmed by tee. The patient¿s vital signs were stable with normal electrocardiogram, with a heart rate of 62bpm and arterial blood pressure of 104/40 mmhg. A guiding catheter could not be advanced because there was no clearance between the valve frame and the stj wall. Another guiding catheter was advanced via the right femoral artery and inserted into the left coronary artery through a cell of the valve frame. Ivus revealed coronary constriction in the area between the lmt to the sinus of valsalva (sov). A coronary stent was implanted proximal to the bifurcation of the lcx with the proximal end of the stent protruding to the sov. Final ivus and aortography confirmed proper patency of the lmt. The valve remains implanted in the patient. The native annular diameter measured 22.4mm by tte. Severe valvular calcification and no aortic root was reported. The left coronary artery height measured 9.5mm. The diameter of the stj measured 26.9mm. The diameter of the sov measured 30.0mm.